Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2014. During the procedure, the taperloc broach handle fractured. Another set of instruments was utilized to complete the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date & lot number - unknown, manufacture date ¿ unknown. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
The instrument was returned for evaluation. Visual examination of the returned instrument confirmed the reported complaint. The strike plate was detached from the body of the instrument. It was also noted that the instrument has numerous impact marks on the body of the instrument indicating that the item has been well used. The design of this instrument is controlled by the us and their process specifications are called out on the print for this instrument. All of the feedback from the instrument manufacturer indicates that the items was manufactured to biomet requirements, however, it was not possible to fully evaluate this complaint item without further information.